Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The foreign material could not be analyzed as the substance was not available for sampling. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope was clogged with foreign material. There was no patient involvement.